Event description:
Boston scientific received info that the pt reported experiencing chest pains following a routine device implant procedure. A lead perforation was suspected. The pt presented in the ER. A chest x-ray was performed and the once apical position was now in an upward position. R-waves had increased from 1.5mv to 17mv to 19mv. No consistent capture was observed at maximum outputs in the unipolar or bipolar configurations. Automatic capture had reportedly failed and outputs were 3.5v with a previous threshold measurement of 0.7v. The pt was then admitted to the hosp. A revision procedure was performed. An image of the right anterior oblique and left anterior oblique was performed and the lead positioned appeared odd, however, a perforation was not confirmed. The lead was rotated counter-clockwise and placed on the septum. Lead measurements were within acceptable limits at the revision procedure and the discharge check. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.